Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 19jun2019. Multiple attempts were made to obtain information on the event and the repair of this device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/15/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had an issue. Customer was not specific and asked for parts availability. The customer reported there was no patient involvement.. Event date not specified, estimate used.